Event description:
It was reported a large volume infusor over-infused. The infusor was filled with 3100mg of fluorouracil hs diluted in 0.9% sodium chloride for a total fill of 230ml. Three days prior to the event onset the device was connected to the patient via a peripherally inserted central catheter (PICC). The expected infusion time was 46 hours. Reportedly at 46 hours into the infusion the patient ¿accidently¿ clamped the PICC line with ¿approximately 50%¿ of the solution remaining in the device. The remainder of the solution was ¿released over the next 24 hours¿ at an unknown rate. Additionally, the patient¿s body temperature was 35.5 degrees celsius, and the device was not exposed to any external heat source or blankets. On the same day as the event onset the patient presented to the hospital emergency department (ed) with ¿feeling unwell¿ (not further specified) and ¿a high creatinine.¿ upon arrival to the hospital, the staff noted the infusor was empty. While in the hospital the patient had difficulty breathing and was ¿intubated and connected to a ventilator¿ and transferred to the intensive care unit (ICU). Currently, the patient remains in the ICU; however, the patient is breathing on their own (no longer requiring ventilator support) and reportedly the patient requires ¿inotropes.¿ no further information was available at the time of this report.

Manufacturer narrative:
H4: the device was manufactured between 02/25.2025 and 02/26/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.